Manufacturer narrative:
The device was returned for analysis. The reported stretched stent and the reported break stent were unable to be replicated in a testing environment due to the condition of the returned device (stent not returned. The reported difficult or delayed activation and the reported physical resistance / sticking thumbwheel were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequently after the initial report has already been filed, resistance was also noted with the thumbwheel of the absolute pro ll ses during deployment. The absolute pro ll ses was able to be deployed at the lesion with a visible mid-stent fracture noted. Due to incomplete stent coverage, a 5.0x150mm non-abbott stent was implanted and the procedure was prolonged by approximately one hour. On (B)(6) 2025, the patient underwent emergency left popliteal artery balloon angioplasty and angiography. The procedure was successful and patient recovered. No additional information was provided. The nmpa report number is 1213302232025000363.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous, occluded left superficial femoral artery (sfa) lesion that was 100% stenosed. A total of three stents were planned to be deployed with the 5.0x150 absolute pro ll self-expanding stent (ses) placed in the middle and overlap. A 6f crossover sheath was used to access the left sfa from the right. Once at the lesion, a 4.0x150mm armada 35 balloon and 5.0x200mm armada balloon were used for pre-dilation. A 5.0x150mm non-abbott stent was implanted starting from the popliteal artery. During advancement of a 5.0x150 absolute pro ll ses over a non-abbott guide wire, resistance was met with anatomy. When attempting to deploy, resistance was noted with the thumb slide and only partially released. Further attempts to rotate the handle failed, and the stent could not be released. The handle of the absolute pro ses was disassembled and the stent delivery system could not be pulled out. An attempt was made to forcibly withdraw the delivery system. After partial withdrawal and with some stent struts elongated, the remaining stent was able to be deployed. Another 5.0x150mm non-abbott stent was deployed to overlap with the absolute pro ses. Post-deployment angiography revealed no flow within all three stents. Segmental angiography revealed thrombus formation in the proximal absolute pro ll stent. Thrombosis was present throughout all stents. A 5.0x80mm armada 35 balloon was used for post-dilation. An 8f thrombolysis catheter was inserted and 20,000 units of urokinase was injected for treatment. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.